Manufacturer narrative:
Physio-control further examined the removed 3rd party usb data cable and determined that the cause of the reported issue was a broken internal wire located at the strain relief portion of the cable.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that when the 3rd party usb data cable which was plugged into the device was manipulated, that the device would lose power or fail to power on. Physio then replaced the 3rd party usb data cable which resolved the reported issue and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.